Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm was expected but not provided for a patient on (B)(6) 2018 at 17:33, and the customer requested assistance in understanding the cause of the issue. No patient harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.